Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The caller stated that the last time the customer checked their blood glucose at midnight on (B)(6) 2014 and it was above 100 mg/dl, the customer ate a slice of pizza and drank a coke. The customer's blood glucose at the time of death was unknown. The cause of death was cardiac arrest. The customer was wearing the insulin pump at the time of death. Nothing further was reported.